Event description:
Initial reporter indicated that the patient had their vns explanted for lack of efficacy. During review of programming history, it was noted during one visit the patient had high lead impedance on one systems test and then two consecutive tests after at the same visit were within normal limits. The explanted product is at manufacturer pending completion of product analysis.